Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a. Stating that the device was generating heat. It is unknown that the event did not occur during surgery. There was no patient or user injury reported. However it is unknown if there was medical intervention reported related to this occurrence. No additional information is available.